Event description:
The customer reported an over-voltage fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration. The system operates as intended.